Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of signal amplitudes. Technical services discussed to increase the conditional zone or to treat the patient's underlying condition. Multiple inappropriate shocks is considered a device malfunction that could cause or contribute to serious injury. No adverse events were reported.